Event description:
It was reported that a previously implanted stent came along the tip of the guide wire upon removal. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal and middle of the right coronary artery. A rotawire¿ and wireclip¿ torquer and an unspecified rotalink device were used. Upon withdrawal of the wire, resistance was encountered. After the wire was removed, it was noted that a part of a previously implanted non bsc stent was attached to the tip of the wire. An unspecified stent was implanted in the lesion to replace the explanted stent. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis noted that the device was kinked and bent along the body. All other outer diameter were measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a previously implanted stent came along the tip of the guide wire upon removal. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal and middle of the right coronary artery. A rotawire¿ and wireclip¿ torquer and an unspecified rotalink device were used. Upon withdrawal of the wire, resistance was encountered. After the wire was removed, it was noted that a part of a previously implanted non bsc stent was attached to the tip of the wire. An unspecified stent was implanted in the lesion to replace the explanted stent. The procedure was completed with this device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).